Manufacturer narrative:
Date sent to the FDA: 01/22/2021 additional information: h6 the manufacturing records couldn't be reviewed as the batch number is unknown. Additional h-3 summary: two pictures were received for evaluation. Upon to visual inspection of the pictures, an empty labeled winding former, a detached needle and a dispensed suture of product code d2764 could be observed. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if there was suture on the package? Could you please confirm what was the exact issue? Did you have issues with the suture, needle or the package? Please explain. What was the initial procedure? What was the lot number? Could you please confirm device's availability?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. It was reported there was no suture, just passed the needle twice through the fabric and released it. There were no adverse patient consequences reported.